Event description:
The caller reported that the pump's quick bolus and wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was not plugged into a power source and to press the button firmly, but the difficulty persisted. Consequently, technical support decided to replace the pump. The customer was advised on steps for returning the problematic pump and was notified that they would need to program their settings and connect their cgm to the replacement pump. The caller understood the instructions and acknowledged receipt of a replacement pump.